Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient's weight at the time of the event was (B)(6) pounds and the pump went to pathology and was to be forwarded to the manufacturer. No further complications were reported/anticipated or expected.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown drug via an implantable infusion pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that multiple motor stalls occurred and the patient felt sick. The pump was checked due to the patient being planned to have it replaced on (B)(6) 2017. The patient was now scheduled to get the pump replaced on (B)(6) 2017. The issue was not resolved at the time of this report. The patient's status was "alive - no injury" and no further complications were expected or anticipated.